Event description:
Customer reported that the side panel has a missing zipper pull tab. Also, towards the bottom of the side panel the teeth do not connect. There was no pt incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. (B)(4).